Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a speaker malfunction; there was no audio for a red alarm. There was no adverse event or patient harm.